Event description:
It was reported the patient had swelling in their left chest where the implantable neurostimulator (ins) was located. It was noted the ins was removed from the patient¿s left side and moved to the patient right chest. It was further noted that there were no alleged product issues. It was noted the patient had swelling at their left side implant. Additional information received reported the patient was receiving effective stimulation. The reporter stated that stimulation was not affected by the swelling. The reporter further stated that they were not sure what the cause of the swelling was.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40 lot# va03csw, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va023l5, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating there was an infection at the ins site prior to moving it across the patient's chest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.